Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4)

Event description:
It was reported that positioning issues, hypotension and tamponade occurred. The target artery was located in the left ventricle. A blazer open-irrigated catheter was selected for use. During the procedure, the physician was attempting to get the catheter back to the previous spot in the left ventricle where they had been ablating; however, they were having trouble getting back into the spot. Two minutes later, the patient's blood pressure had dropped and tamponade was noted on echocardiogram. The device was removed by withdrawing it through a non bsc introducer sheath. Pericardiocentesis was performed and the patient's pressure returned to normal. No further patient injury was reported and the patient's condition was stable and fine.